Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a cartridge alarm occurred and that air bubbles were observed within the canister. Customer¿s blood glucose value was 276 - 285 mg/dl. Customer primed the tubing to address the issue. Reportedly, the customer continued to use the pump for insulin therapy